Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation, however photo(s) were provided for review. All available images were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
It was reported on behalf of the patient: patient said that he had 2 surgeries that resulted in knee replacement into his legs. The first surgery happened in 2021 he said that was perfectly fine. Second surgery happened 3 months back he feel pain. He think that the doctor put in incorrectly which is something wrong with the item. It was the same doctor that did both the procedures. Patient said he no longer can work and also walk, walks with the cane and also lost his job.

Manufacturer narrative:
Product complaint # (B)(4). The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.